Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported issues with "bent pins" on female iuis. This was observed by bd representatives during their site visit. There was no patient involvement. Although requested, the customer did not provide any additional information and no product has been returned for investigation.